Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a qdot micro and the physician considered that the char was excessive as it was seeable with the eye and a possible potential risk. After the procedure, the physician noticed some charring above the electrode. Qdot micro catheter was replaced. One minute delay. The procedure was successfully completed. The patient had no complications. Additional information was received on (B)(6) 2024. The char was located on the tip electrode. The system did not present any error message nor did the physician / user see any product problem. No issues related to temperature and flow on the catheter. Generator parameters were qmode+, temperature cut-off 65°c, power cut-off max 90w. Noted impedance around 110 ohm and power 90w. Patient was coagulated throughout the case. Act was being controlled during the procedure and held above 300s. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The average contact force was not greater than 25 grams. The irrigation rate was not used outside of those prescribed. The pre-ablation high setting was 2 sec. Normal heparinized saline was used during the case. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician considers that the char was excessive as it was seeable with the eye and there was a possible potential risk. Yet no symptoms or negative outcomes were observed. This char event was originally considered non-reportable, however, bwi became aware that the physician considered that the char was excessive as it was seeable with the eye and a possible potential risk on (B)(6) 2024 and have reassessed the event as reportable. The awareness date for this record is (B)(6) 2024.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a qdot micro. After the procedure, the physician noticed some charring above the electrode. Qdot micro catheter was replaced. One minute delay. The procedure was successfully completed. The patient had no complications. Additional information was received. The physician considers that the char was excessive as it was seeable with the eye and there was a possible potential risk. The device evaluation was completed on 30-dec-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. According to pictures provided by the customer, char / thrombus residues were observed on the tip; however, during the visual analysis in the lab, no char / thrombus residues were identified. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregular through the irrigation holes. Afterwards, a microscopic inspection to the dome was performed and some irrigation holes were observed occluded with a dry reddish material. Due to the occlusion in the irrigation holes, excess of heat could be generated at the dome surface; which could cause an increase of the temperature and the presence of char, thrombus or clot residues in this area. A sem test was performed to identify the foreign material inside the irrigation hole and it was identified that the occlusion is composed of an organic material, presumably blood and inorganic material. Due to this condition, further investigation was conducted to review this failure mode. The investigation concluded that the presence of the inorganic material inside the irrigation hole is confirmed to be manufacturing attributable. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The char / thrombus issues reported by the customer were confirmed based on the picture provided by the customer. The loss of char, thrombus or clot residues could be related to the decontamination process; however, this cannot be conclusively determined. The potential cause of the occlusion is traced to manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. An internal corrective action has been opened to reduce this failure mode. Explanation of codes: -investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause traced to manufacturing (d03) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿char¿ issue. In addition, biosense webster inc. Analysis finding of the ¿char residues¿ issue. -investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause traced to manufacturing (d03) / component code: electrode (g0201501) and dome (g04046) were selected as related to the customer¿s reported ¿char was excessive as it was seeable with the eye and a possible potential risk¿ issue. In addition, biosense webster inc. Analysis finding of the ¿thrombus residues¿ issue. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) component code: dome (g04046) were selected as related to the customer¿s reported ¿char was excessive as it was seeable with the eye and a possible potential risk¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to manufacturing (d03) / component code: dome (g04046) were selected as related to the customer¿s reported ¿char was excessive as it was seeable with the eye and a possible potential risk¿ issue. In addition, biosense webster inc. Analysis finding of the ¿some irrigation holes were observed occluded with a dry reddish material¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).